Event description:
The pt was implanted with biventricular support. It was reported by the vad coordinator that the pvad rvad was exchanged due to tamponade and a clot found around the atrial cannula. There was no active bleeding visible. The pump was exchanged without issue.

Manufacturer narrative:
The pump exchange was performed as planned. The pt remains stable. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation has been completed.